Event description:
I developed cornea ectasia in 2009, approximately 2 years after lasik surgery and lost all use of my right eye. I spent another (B)(4) in doctor visits and plane tickets trying to get this corrected with other doctors not the one that performed the surgery, because they turned their back on me and did not want to deal with the problem. Facility: (B)(6).